Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color. The device was withdrawn and manual compression was used. There was no reported patient injury. The device was used in a cerebral angiography. A 5f non-cordis sheath was used. The device and the sheath were slowly withdrawn at an angle of 30-45, and pulsating blood flow disappeared. Additional information was requested but not provided. The device will be returned for analysis

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color. The device was withdrawn and manual compression was used. There was no reported patient injury. The patient underwent manual compression post-procedure and is currently in good condition. The operator was trained in the use of the device, and the exoseal vcd was stored and prepped according to the instructions for use. There were no visible signs of device or package damage prior to use. The femoral artery¿s suitability was verified on angiography, including confirmation of the vascular sheath introducer¿s insertion angle between 30¿45 degrees. The vessel diameter was verified to be =5 mm, with no visible calcium or plaque at the puncture site, no nearby stent, and no stenosis greater than 50%. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The diagnostic procedure used a retrograde approach. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click. The physician did not have their thumb on the plug deployment button during retraction, and the indicator window did not show any red color during retraction. Upon removal of the device from the patient, the indicator wire loop was deployed and visible. The device was used in a cerebral angiography. A 5f non-cordis sheath was used. The device and the sheath were slowly withdrawn at an angle of 30-45, and pulsating blood flow disappeared. The exoseal vcd was not attempted to be deployed outside the patient¿s body. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was not depressed, while the guard was locked. The plug was in a manufacturing position and the indicator wire was found deployed. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black, black position in the indicator window, then it proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black, white and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator ¿ was not observed through analysis of the returned device since functional analysis demonstrated that the window was able to transition through all stages. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color. The device was withdrawn and manual compression was used. There was no reported patient injury. The patient underwent manual compression post-procedure and is currently in good condition. The operator was trained in the use of the device, and the exoseal vcd was stored and prepped according to the instructions for use. There were no visible signs of device or package damage prior to use. The femoral artery¿s suitability was verified on angiography, including confirmation of the vascular sheath introducer¿s insertion angle between 30¿45 degrees. The vessel diameter was verified to be =5mm, with no visible calcium or plaque at the puncture site, no nearby stent, and no stenosis greater than 50%. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The diagnostic procedure used a retrograde approach. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click. The physician did not have their thumb on the plug deployment button during retraction, and the indicator window did not show any red color during retraction. Upon removal of the device from the patient, the indicator wire loop was deployed and visible. The device was used in a cerebral angiography. A 5f non-cordis sheath was used. The device and the sheath were slowly withdrawn at an angle of 30-45, and pulsating blood flow disappeared. The exoseal vcd was not attempted to be deployed outside the patient¿s body. Other procedural details were requested but were not provided. The device will be returned for analysis.